Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Per end user (B)(6) stated his chair keeps steering to the left when he tries to propel or is pushed from behind by his wife. He stated he is approximately (B)(6). He was referred back to (B)(4), the distributor and also his therapy department to look over the chair.